Event description:
Information was received from a patient who was receiving unknown baclofen (unknown does and concentration) via an implantable pump indicated for intractable spasticity. It was reported that the patient that the patient's pump and catheter were removed because the wires broke, but the drug kept pumping medicine, but not to her spine. The patient reported they went to the hospital due to baclofen withdrawal and an unknown company representative (rep) interrogated the pump. The patient stated it was never turned back on from the last refill. The patient stated it wasn't pumped into anything other than a fluid sac, and they found that out after going to hospital. The patient  stated all the connections to the spine had been severed because of the way that the pump was placed by the healthcare provider (hcp). The hcp always used the same spot, but that time, they didn't. Every time it was filled, if they missed, which sometimes they did miss, it would go through the tubing. When they took the pump out, the tubing was not even connected to the pump and the medications were going into the pocket. The patient noted they would've died of a baclofen overdose due to what they were getting, it would've only taken hours. The patient reported it was a phenomenal amount. The patient stated they were now controlled on 40mg baclofen oral as opposed to the 1000's that was in the pump. When patient services inquired about the event date, the patient stated probably 6 months before it was removed, and they had it removed on (B)(6) 2022, but confirmed the issue stemmed from how it was first implanted.

Manufacturer narrative:
Continuation of d10: product ID 8703w, serial# (B)(4), implanted: on (B)(6) 1999, explanted: on (B)(6) 2022, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8703w, serial#: (B)(4), ubd: 18-jan-2001, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.